Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their gastric stimulator for gastroparesis was failing, and they needed their battery replaced. It started to shock them, and they were having extreme pain, nausea, vomiting, and weight loss. They stated that their hcp couldn't do anything for them due to insurance reasons. The patient mentioned that the stimulator was the only thing that had every helped with their symptoms. They've tried all medications, botox injections, food options, but nothing else worked. They were looking to get the device replaced as they were unable to work without their device working. There were no further complications reported as a result of this event.